Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The actual lead model and serial number (manufacturing date) associated with the patient are unknown. However model number 6949 is being associated with this event. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient died post implant of the right ventricular lead. Additionally it was noted the lead fractured and/or was explanted. No further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The actual lead model and serial number (manufacturing date) associated with the patient are unknown. However model number 6949 is being associated with this event. The device is part of the advisory for this model.